Event description:
It was reported that the device would not boot up properly, a lock up failure. The device was not able to provide defibrillation therapy in the reported condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control has received the device and is in the process of investigating the reported failure. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.